Event description:
(B)(6) called to report an issue with two flexi-seal devices. The nurse stated a conscious patient had a flexi-seal inserted due to the fact they had liquid stool. The patient reportedly immediately expelled the product, the staff attempted to deflate the balloon in order to re-insert the device; however, the balloon would not deflate. A new flexi-seal was inserted into the patient again and the patient completely expelled inflated balloon, once the device was removed the staff could not deflate this balloon either. The staff decided to discontinue use of the device with this patient.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. Based on available information, our medical determination is that this malfunction is likely to cause or contribute to a serious injury to a patient: because a forceful removal of a fms device with a fully inflated balloon may cause an injury to the soft tissues of the rectal mucosa. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Manufacturer narrative:
Add'l info was received on 06/29/2015 confirming that lot # 13-fm-026 is invalid. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/16/2015.